Event description:
It was reported, "product fell apart in use with patient. The surgeon had to retrieve the dissassembled pieces from inside the patient's abdomen." This occurred during a laparoscopic supracervical hysterectomy. It was also reported that there was no patient injury associated with the reported event.

Manufacturer narrative:
The suspect device has been returned to conmed corporation on (B)(4) 2014. On completion of a quality engineering evaluation a supplemental report will be filed.

Manufacturer narrative:
One (1) "used" damaged vcare device was received for evaluation. Visual inspection of the returned device found the intrauterine balloon, cervical cup, and vaginal cup were completely detached from the manipulator tube. The intrauterine balloon appeared to have been forcefully peeled from the manipulator tube. Further examination by the engineer found there appeared to have been an adequate amount of adhesive applied where the intrauterine balloon is attached. The diameter of the center hole in the cervical cone measured to specifications. The outside diameter of the shrink band provided an interference fit between the hole diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance regarding detachment of the cervical cone. It was also noted that the thumbscrew on the locking mechanism was tightened onto the manipulator tube as received, indicating that the locking mechanism had not been released prior to removal of the device. Based on the overall findings, no product defects were identified during the evaluation of the returned "damaged" device. Evidence found from the returned "used" device suggests that the most probable cause of this complaint is application of force during manipulation of the device which exceeded the pull off strength capability of the cervical cone/intrauterine balloon. A review of the device history record could not be performed as the lot number was not provided. A 2-year review of product history for this device family showed a total of (B)(4) reports for component detachments. During this same time frame, over (B)(4) were sold worldwide, making the rate of occurrence for this failure mode at (B)(4). It should be noted, of the (B)(4) reports of component detachments, there has been only (B)(4) report in which a second surgery was performed to remove the foreign objects. To date, there has been no patient long term adverse effect reported regarding any of these reported incidents. The vcare uterine manipulator is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula/handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. To reduce the risk of component detachment and patient injury, the instruction for use (IFU) provides the following warnings and precautions: prior to removal of the device, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components (figure #1: 1. Intrauterine balloon, 2. Cervical cup, 3. Vaginal cup, 4. Locking assembly, and 5. Thumbscrew) have all been retrieved from the patient.